Event description:
Reportedly, the male pt underwent a radiofrequency ablation. The ground pads were placed on the legs of the pt. The rf generator stopped because of high impedance. The needles were repositioned and the ablation was restarted for another 25 minutes. After the surgery, two burns were located on the left leg. One of them will need a skin transplant based on the report received. The surgical procedure for ablation was done with no further complication reported. The device will be sent to the MFR for examination and testing.